Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the thresholds and pacing impedances on this right atrial (ra) lead had been rising. Impedance measurements were not out of range, however, there was a change of at least 500 ohms. No adverse patient effects were reported and the physician had elected to continue to monitor this issue.